Event description:
The info rec'd from the affiliate states that this female pt was presented to the interventional lab for coil embolization of the middle cerebral artery. There was no calcification and moderate vessel tortuosity. The size of the aneurysm was 4mm. The info states that, while maintaining a constant flush, the physician advanced the microcatheter (mc) to the target lesion, then withdrew the guidewire (gw) once. No coils were passed through the mc. Then he inserted the gw again, but he felt a resistance, and the gw could not be inserted. There was no info as to which area he felt the resistance. Subsequently, the physician needed to remove the mc. He used a new mc with the same gw to successfully complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
This product is available for eval and testing; however, it has not been rec'd to date. Add'l info will be submitted within 30 days of receipt.